Event description:
It was reported that the atrial lead had exhibited low impedance and a loss of sensing. No patient symptoms were reported. The lead was explanted and replaced. The procedure was completed without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.